Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump does not alarm for low reservoir and that a no delivery alarm was received. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump alarm was in the status screen but not in the pump history. It was also found that the pump passed the displacement test. Customer was advised to monitor pump.